Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had corroded keypad traces noted. Insulin pump had a cracked reservoir tube lip, cracked display window, missing end cap sticker, minor scratches on display window and cracked case near display window corner noted during visual inspection. All buttons functioned properly.

Event description:
It was reported the buttons on the insulin pump were not working. Customer replaced battery and the buttons were still unresponsive. Customer did not know blood glucose level. Customer reverted to back up plan. No further information reported.